Event description:
It was reported that the patient experienced unspecified issues with a previous ambicor penile prosthesis (app). The device was removed and a new inflatable penile prosthesis (ipp) was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The device was replaced due to a possible erosion ant patient wanted a 3 piece ipp.